Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a no delivery alarm during prime. The blood glucose at the time of the incident was 16 mmol/l. The customer disconnected and reconnected the infusion set and reservoir and stated that they connected properly but the reservoir was moving and not seating properly. They decided to change the reservoir and infusion set and insulin did exit the tubing. The device will not be returned for analysis.